Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial#: (B)(6), : product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 04-jan-2020, UDI#: (B)(4). H3: analysis found, ¿micro usb port is loose¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a consumer. Regarding a patient, receiving dilaudid via an implanted pump. The indication for pump use, was non-malignant pain. The patient reported, that their communicator was not charging anymore, since last night. The patient stated, that it held a charge, but when they plugged it in, it charged just a little bit. And it did not charge to 100%. A replacement communicator was requested from the repair department. No patient harm reported.